Manufacturer narrative:
It was reported that during the surgical procedure, the physician placed the bulb suction reservoir drain on the patient and when the patient went for post-surgery CT scan, there was still a large subdural hematoma. Reportedly, the physician assessed the bulb suction reservoir drain and it was noted that it was dry resulting in the physician needing to take the drain off and replace with a new suction reservoir drain which functioned as intended. Despite good faith efforts to obtain additional information, the reporter was unable or unwilling to provide any further patient, product, or procedural details. Due to the reported incident and in an abundance of caution, this is an MDR reportable event. Visual inspection and functional analysis of the sample was conducted. The reported complaint was confirmed. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, this report will be reopened and reevaluated.

Event description:
It was reported that the bulb suction reservoir drain did not function as intended and was replaced in order to drain patient's large subdural hematoma.

Manufacturer narrative:
It was reported that the patient required an additional CT scan 3 hours after surgery after it was noted that the bulb suction reservoir was dry. Per report, the bulb suction reservoir was replaced (not the drain from the surgical site). It was denied that the reported device failure resulted in a hospital stay longer than expected. No surgical procedure was required as a result of the reported incident. There was no serious injury or follow-up medical care reported related to this event. Due to the additional information reported related to this incident and in an abundance of caution, this supplemental medwatch is being filed. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.